Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet was dropped, resulting in a roughed-up chamber and a broken connector/coupler lodged in the chamber, after which the user was unable to insert a new cartridge; the screen remained usable and there were no injuries, with blood glucose levels unaffected. No injury, clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem involving failure to disconnect at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure and incidental drop of the device.